Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye and magnification was performed, and it was noted that the female connector separated from the main body. There was evidence on the female connector indicating the insert chip was present during the assembly process and possibly dislodged during disconnection. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of the transfer set. This occurred during use of peritonea dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.